Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue and non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and failure analysis confirmed the reported problem of rotation problem. The aea (adapter) was damaged and had friction issues. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to an endoscope component failure, particularly binding in the camera instrument adapter. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope had a rotation problem with a non-intuitive movement. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope had a rotation problem and the customer noted non intuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) while the surgeon was attempting to manipulate instruments. The customer could not classify the type of non-intuitive motion but noted that the issue seemed to be a mechanical problem from the endoscope. It made noise and movement did not feel smooth. The customer did not know of any collisions occurring with the system or equipment. The issue was resolved by using a new endoscope. There was no injury to the patient.